Event description:
The event happened in (B)(6). "We have a reported incident where the cotton bud became detached from the shaft of a swab (108 cf.fr), while a doctor was swabbing the throat of a (B)(6) child. It was recovered satisfactorily, but there was some pt distress understandably. No abnormality was noted with the swab prior to use. The swab was in the child's mouth for "half a second.

Manufacturer narrative:
Manufacturer investigation report: our original complaint investigation could not confirm any malfunction or defect in the device lot associated with this incident. The DHR was reviewed and no anomalies have been found during all the production steps of the different product components. The test performed on the retained sample from the claimed lot was done following internal sop for mechanical resistance test. All the tested swabs gave results within the acceptability limits. (Note: the samples tested were coming from the same large lot number but not the same batch number). As results of FDA inspection, copan (B)(4) has reviewed it's criteria for a reportable event and has reviewed complaints from 2011 and 2012 to identify reportable events under the revised reporting criteria.